Event description:
Per customer: blood transfusion erected at 18.00, full volume of contained bag (315mls)input into infusion pump over 2 hours, appropriate rate already calculated, 15minute observations post erection of transfusion undertaken, unit of blood at this time transfusing adequately, no concerns. Patient used call bell (19:40) to inform staff that unit of blood had not transfused adequately as most of bag remained in situ. Majority of transfusion should have been infused at this time. Reporting due to potential underdose. More follow up information is needed to complete the investigation.

Event description:
As serial number was not provided, device history record could be reviewed. Device history log was not provided, therefore no review could be performed. The reported device was not returned to france. No device or defective parts are available for this complaint. After several attempts, the mu was unable to obtain additional information from the customer about the device return, the flowrate setting, the consequences of the event and what was done to solve the issue. With no further evidences from the customer, no investigation could be performed without the device/ spare parts and the log files, therefore the reported event could not be confirmed and the root cause remains unknown. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.